Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (10mg/ml, 1.9mg/day) in an implantable pump for non-malignant pain and chronic low back pain. An alarm was heard and confirmed through telemetry. The pump event logs showed the multiple low battery resets. The patient indicated the pump began to alarm around (B)(6) 2016. There were no reported symptoms. The cause of the issue was not determined. The pump was programmed to minimum rate mode and the patient was scheduled for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.